Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, pneumo was lost and a broken plastic ring inside the seal cap was noted. The clear leaflet was missing. It is unknown if the fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a rapid loss of insufflation was noted, a rapid loss of pnemo was the clue something was wrong. The customer was not sure if the accessory was inspected prior to use. The customer could not confirm that the outer leaflet fell into the patient. The accessory was in use for about an hour. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. They still cap is stationary and would not have collided with any other caps, but instruments were introduced through the cap, possibly several times during the case. The customer didn't know where the fragment was. The fragment was not found; hence, it was not retrieved. There was no additional surgical procedure required to remove the fragment. There were no post operative tests like an x-ray or ultrasound performed to check for a remaining fragment. The procedure was completed robotically with no injury. The patient has not returned to the hospital due to experiencing any post- surgical complications related to retaining for an object. The accessory has been returned. There are no images of the device or video recording available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional section a-related information: body mass index (bmi) 53.05 kg/m2, 162.6cm height. Blank MDR fields: the missing patient information in sections b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.